Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with fine diffuse lamellar keratitis in both eyes, right eye greater than the left eye on day post lasik. There was no clumping or haze noted. The topical steroid dosage was increased and an oral steroid was prescribed. The patient will be seen at a later date for follow up. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.